Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer set an incorrect basal rate when setting up the pump settings for the first time. Customer experienced a low blood glucose (bg) level of 35 (mg/dl) and consumed glucose tablets and food to address bg level. Reportedly, customer did not set their basal rate appropriately to account from transitioning from manual therapy to pump therapy. Customer was educated on how to set a temporary basal rate. Customer acknowledged.